Event description:
It was reported that patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate stimulation. Patient was doing well postoperatively. The explanted device components were kept by the facility per policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: (B)(6).